Manufacturer narrative:
The sample was discarded at the user facility; therefore, an evaluation was not able to be performed. A review of the manufacturing records with special attention to the sterilization records confirmed the lot was manufactured and sterilized to specification prior to being released for distribution. In reviewing the labeling supplied with this product, it was found that the instructions for use (IFU) sufficiently addressed the potential factors. The IFU states "potential adverse events which may bee associated with a peripheral balloon dilatation procedure include: sepsis/infection". Conclusion: a review of the device history record confirmed the device met manufacturing specifications. Further review of the sterilization records confirmed that the device was appropriately sterilized prior to being released for distribution. The lutonix dcb catheter is a prescribed device that is distributed sterile using an ethylene oxide (eo) process. The (B)(6) would not likely be able to withstand the eo sterilization process. Therefore, it is unlikely that the infection originated from the lutonix dcb catheter. Other possible sources of infection are community or hospital associated. A review of our quality database did not identify any current trends related to the lutonix dcb for reports of infection. No corrective or preventative actions are required at this time.

Event description:
It was reported a lutonix drug coated balloon (dcb) dilatation catheter was used during a superficial femoral artery (sfa) angioplasty of the distal popliteal artery of the right leg. The health care professional (hcp) used a contralateral approach to perform a thrombectomy of the calcified distal popliteal artery and implanted another manufacturer's drug eluding stent in the tibioperoneal trunk. The hcp successfully treated the target lesion in the distal popliteal artery with the lutonix dcb. The patient recovered that day and was discharged without issues the following afternoon. Reportedly, the patient contacted the physician's office two days later and described right leg swelling. The patient presented for follow-up and a systemic infection of unknown origin was allegedly determined to be the cause of the right leg swelling with cellulitis. Reportedly, the patient stated, "he is unable to rule out if the lutonix dcb was the cause of the infection." The patient was treated with intravenous antibiotics through the patients hospital stay. The patient will be released from the hospital with oral antibiotics and is doing well with this treatment. Further information was provided from the hcp. Cultures for the incision site were clean; however, cultures taken from the swollen leg confirmed (B)(6). No further adverse patient effects were reported.